Manufacturer narrative:
(B) (4). (B) (4). Blade does not cut. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-00862 and medwatch 2210968-2009-00861. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the device would not cut. Another like device was used to continue the procedure with no adverse pt consequences.